Event description:
It was reported that during the implanting procedure, due to patient anatomy, the lead dislocated. The physician used a different model lead to implant. The second lead dislodged while sheath was slitting. The physician used a new sheath to implant the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).